Manufacturer narrative:
The field service engineer (fse) observed clenz solution leaked from the blood sampling valve (bsv). The fse discovered the tubing was pinched causing the bsv to not rotate properly. The fse replaced the bsv actuator and two solenoids that control the bsv (#9 & #24) and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 250 milliliters of blue clenz solution leaked onto the counter and floor involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted; samples were not analyzed at the time of the event. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility. The facility has an exposure control and risk management plan in place for biohazard material.